Manufacturer narrative:
Complaint conclusion: the balloon of 6 x 4 80cm powerflex extreme percutaneous transluminal angioplasty (pta) balloon catheter ruptured on its first inflation attempt at approximately ten atmospheres (atm). The balloon was delivered to the target lesion located at the anastomosis of an av fistula without any complication. There was no stent or obvious calcification noted at the lesion. The vessel has no tortuosity but has 60% stenosis. The device was not used in chronic total occlusion (cto). There was no reported patient injury. The intended procedure was an angioplasty. There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. The device was stored according to instruction for used (IFU) and prepped normally by maintain negative pressure. A non-cordis contrast media was used with 50% ratio to saline. There was no resistance/friction noted while inserting the balloon through the rotating hemostatic valve or through the guiding catheter. The catheter was never in an acute bend. A non-cordis indeflator was used during inflating the balloon. The plunger was able to depress into the indeflator when trying to inflate the balloon. The balloon did not inflate normally as it ruptured during the first inflation. The balloon catheter did not kink while being used. The balloon catheter was removed easily and intact (in one piece) from the patient. The device was not returned for evaluation as it was discarded. A product history record (phr) review of lot 82177776 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics and procedural factors may have contributed to the reported event. The intended procedure was an angioplasty of an av fistula. Arteriovenous shunts are often scarred and fibrous in nature and often resistant to balloon expansion increasing the likelihood of damage to the balloon. However, with the information available and without return of the product for analysis it is difficult to draw a clinical conclusion between the device and the reported event. According to the safety information in the instructions for use ¿balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. (B)(4). Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Concomitant medical products: ge omnipaque 350mg/ml,merit basix. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the customer, the balloon of 6x4 80cm powerflex extreme percutaneous transluminal angioplasty (pta) balloon catheter had ruptured on its first inflation attempt at approximately 10 atmospheres (atm). The balloon was stored according to instruction for used (IFU) and it was delivered to the target lesion located at the anastomosis of an av fistula without any complication. There was no stent or obvious calcification noted at the lesion. The vessel has no tortuosity but has 60% stenosis. The device was not used in chronic total occlusion (cto). There was no reported patient injury. The intended procedure was an angioplasty. There was no difficulty removing the product from the hoop and from the protective balloon cover. There was no difficulty experienced removing the stylet or any of the sterile packaging components. The device was prep normally by maintain negative pressure. A non-cordis contrast media was used with 50% ratio to saline. There was no resistance/friction noted while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction noted while inserting the balloon through the guiding catheter. The catheter was never in an acute bend. A non-cordis indeflator was used during inflating the balloon. The plunger was able to depress into the indeflator when trying to inflate the balloon. The balloon did not inflate normally as it ruptured during the first inflation. The balloon catheter did not kink while being used. The balloon catheter was able to remove easily in one piece from the patient. The device will not be returned for evaluation.